Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. Before use on the patient, poor quality of packaging was observed. Additional information has been requested.

Manufacturer narrative:
(B)(4)¿ poor packaging quality. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The user opined that poor quality of packaging was found during preparation before use on patient. The user reported that the packaging was completely sealed and the procedure was completely successfully. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. A visual inspection was performed and no defects like difficulty in peeling off the paper component were found. The outer part of boxes were found damaged, but no impact on the primary product was evident. Conclusion: retained samples were evaluated. Visual and functional inspections were performed. The overwrap packs were tested and found that they could be easily peeled off and did not have any difficulty with opening. The remaining overwrap packs of retained samples were tested for seal strength and met the requirements.